Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t wave oversensing on ventricular channel was observed. Suggested programming changes were made. Patient was ok after event.